Event description:
A malfunction was reported with the pump battery not charging, and a power source alert 07 was issued. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Multiple troubleshooting steps were taken, including trying different charging cables and wall adapters, but they did not resolve the issue. Therefore, a decision was made to replace the pump, as it was under warranty. The customer was provided with instructions on how to put the pump into storage mode before returning it and was informed about the return process using a prepaid label.